Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is an estimate

Event description:
Related manufacturer report number: 1627487-2021-15930. It was reported that the patient¿s lead had high impedances. As result the lead was explanted and replaced. It is unknown which lead had high impedances so both are being reported. Effective therapy was established post-operative.